Event description:
It was reported that the stapler could not be closed until the end. There was no patient involved. Medtronic's initial evaluation of the incident device found that the device partially fired and a deformed clamping mechanism.

Manufacturer narrative:
D10 concomitant products: medtronic conducted an investigation based upon all information received. The device was available for evaluation. For functional te sting, the reload was loaded into a medtronic representative powered handle. The reload was recognized, and was then clamped and unclamped. The reload was loaded into a medtronic representative manual handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the stapler could not be closed until the end. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of device partially fired. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. Another unreported condition identified was a deformed clamping mechanism. The product analysis noted evidence that the device was not used as intended. This issue may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.